Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert was noted in the pump history. The issue had caused the pump to shut down, but the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing charging supplies and was informed by technical support that certain settings must be reset if the pump shuts down. The customer understood the instructions and acknowledged the information.